Event description:
Burned her/ burnt a hole through her hip/ I have all these marks, one of the marks was terrible and very painful it looks like bullethole [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ap1284, at1284, expiration date jan2022, via an unspecified route of administration from an unspecified date at an unspecified dose for sore back. The patient medical history and concomitant medications were not reported. The patient stated she had a little hole in her hip from the thermacare product. She had a picture, she had been wearing thermacare for a longtime the back pain one. It never hurt before but when she took it off she had all these marks, one of the marks was terrible and very painful it looked like bullethole this was due to her wearing your thermacare. The patient reported a thermacare heatwrap advanced back pain therapy wrap burned her. She had used thermacare products forever because they were so great for a sore back. This 1 wrap that burned her was a whole different story. She never felt it burning or anything until she took the wrap off. She had about 6 burn marks from all the heating things in the wrap; but 1 burn mark was terrible: burnt a hole through her hip. She had been putting antibiotic ointment on it but the burn did not want to heal and it is burning. She did not sleep in the wrap that burned her, did not do any of the things you are not supposed to do with the wrap. The action taken in response to the events was unknown. The outcome of the events was not recovered. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Batch ap1284 is the only batch within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective (B)(6) 2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified for the lot and subclass. Refer to the attachment adverse event serious-unknown ap1284. On the basis of this evaluation, a trend does not exist for this batch. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused "burn does not want to heal and it is burning". The cause of the consumer stating the wraps were causing burn that does not want to heal and it is burning is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search for the subclasses of adverse event/serious/unknown for lbh products. The data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product, refer to attachment lbh adverse event lbh (B)(6)2017 to (B)(6) 2020. There was deviation from sop-#, complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received.

Event description:
Event verbatim [preferred term] .burned her/ burnt a hole through her hip/ I have all these marks, one of the marks was terrible and very painful it looks like bullethole/burn is to her hip and it is bad [thermal burn], third degree burn/3rd degree burn that she got from using thermacare [burns third degree], , narrative: this is a spontaneous report from a contactable consumer (patient). A 72-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ap1284, expiration date jan2022, from an unspecified date for sore back. The patient medical history and concomitant medications were not reported. The patient stated she had a little hole in her hip from the thermacare product. She had a picture, she had been wearing thermacare for a long time, the back pain one. It never hurt before but when she took it off she had all these marks, one of the marks was terrible and very painful it looked like bullethole this was due to her wearing your thermacare. The patient reported a thermacare heatwrap advanced back pain therapy wrap burned her. She had used thermacare products forever because they were so great for a sore back. This 1 wrap that burned her was a whole different story. She never felt it burning or anything until she took the wrap off. She had about 6 burn marks from all the heating things in the wrap; but 1 burn mark was terrible: burnt a hole through her hip. She had been putting antibiotic ointment on it but the burn did not want to heal and it was burning. She did not sleep in the wrap that burned her, did not do any of the things you are not supposed to do with the wrap. Upon follow-up on (B)(6) 2020, it was reported that she wanted compensation for third degree burn and suffering. Third degree burn is still unhealthy and she has a picture of the burn. Upon follow-up on (B)(6) 2020, the consumer referenced the 3rd degree burn that she got from using thermacare heatwrap and also stated the burn is to her hip and it is bad. The action taken in response to the events was unknown. The outcome of the events was not recovered. Product investigation results were as follows: batch ap1284 is the only batch within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective (B)(6) 2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified for the lot and subclass. Refer to the attachment adverse event serious-unknown ap1284. On the basis of this evaluation, a trend does not exist for this batch. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused "burn does not want to heal and it is burning". The cause of the consumer stating the wraps were causing burn that does not want to heal and it is burning is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search for the subclasses of adverse event/serious/unknown for lbh products. The data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product, refer to attachment lbh adverse event lbh (B)(6) 2017 to (B)(6) 2020. There was deviation from sop-#, complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-#, action item pr-#. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received.follow-up (20apr2020): new information reported from a contactable consumer includes: reaction data (added event 'third degree burn').follow-up (29apr2020): follow-up attempts completed. No further information expected.follow-up (28may2020): new information reported from a contactable consumer and product investigation group includes: patient information (added patient's age), events details and product investigation results. Follow-up attempts are completed. No further information is expected.follow-up (23jun2020): new information reported from product quality complaints included: updated investigation results (expedite trend).follow-up (12oct2020): new information reported from product quality complaints included: updated trend information.follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Document review summary: batch ap1284 is the only batch within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were two attribute defects recorded for this lot on 01mar2019 for product did not meet design intent; bond #2 was cleaned and the glue head was cleaned with wax, brushed, and purged; there was one attribute defect recorded on (B)(6) 2019 for a dead cell; pump b1 was changed and calibrated to resolve the issue. There were no variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c). This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures above the upper specification limit of 41.6°c. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the a trend does not exist for this batch. Sixth complaint for the sub class adverse event/serious/unknown received at the (name provided) site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified for the lot and subclass. On the basis of this evaluation, a trend does not exist for this batch. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused "burn does not want to heal and it is burning". The cause of the consumer stating the wraps were causing burn that does not want to heal and it is burning is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation, and adverse event/negligible/minor for lbh products. The data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation, and adverse event/negligible/minor for lbh product. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received.

Event description:
Event verbatim [preferred term] burned her/ burnt a hole through her hip/ I have all these marks, one of the marks was terrible and very painful it looks like bullethole/burn is to her hip and it is bad [thermal burn], third degree burn/3rd degree burn that she got from using thermacare [burns third degree], , narrative: this is a spontaneous report from a contactable consumer (patient). A 72-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ap1284, expiration date jan2022, from an unspecified date for sore back. The patient medical history and concomitant medications were not reported. The patient stated she had a little hole in her hip from the thermacare product. She had a picture, she had been wearing thermacare for a long time, the back pain one. It never hurt before but when she took it off she had all these marks, one of the marks was terrible and very painful it looked like bullethole this was due to her wearing your thermacare. The patient reported a thermacare heatwrap advanced back pain therapy wrap burned her. She had used thermacare products forever because they were so great for a sore back. This 1 wrap that burned her was a whole different story. She never felt it burning or anything until she took the wrap off. She had about 6 burn marks from all the heating things in the wrap; but 1 burn mark was terrible: burnt a hole through her hip. She had been putting antibiotic ointment on it but the burn did not want to heal and it was burning. She did not sleep in the wrap that burned her, did not do any of the things you are not supposed to do with the wrap. Upon follow-up on 20apr2020, it was reported that she wanted compensation for third degree burn and suffering. Third degree burn is still unhealthy and she has a picture of the burn. Upon follow-up on 28may2020, the consumer referenced the 3rd degree burn that she got from using thermacare heatwrap and also stated the burn is to her hip and it is bad. The action taken in response to the events was unknown. The outcome of the events was not recovered. Product investigation results were as follows: document review summary: batch ap1284 is the only batch within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were two attribute defects recorded for this lot on (B)(6) 2019 for product did not meet design intent; bond #2 was cleaned and the glue head was cleaned with wax, brushed, and purged; there was one attribute defect recorded on (B)(6) 2019 for a dead cell; pump b1 was changed and calibrated to resolve the issue. There were no variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c). This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures above the upper specification limit of 41.6°c. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the a trend does not exist for this batch. Sixth complaint for the sub class adverse event/serious/unknown received at the (name provided) site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified for the lot and subclass. On the basis of this evaluation, a trend does not exist for this batch. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused "burn does not want to heal and it is burning". The cause of the consumer stating the wraps were causing burn that does not want to heal and it is burning is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation, and adverse event/negligible/minor for lbh products. The data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation, and adverse event/negligible/minor for lbh product. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received. Follow-up (20apr2020): new information reported from a contactable consumer includes: reaction data (added event 'third degree burn'). Follow-up (29apr2020): follow-up attempts completed. No further information expected. Follow-up (28may2020): new information reported from a contactable consumer and product investigation group includes: patient information (added patient's age), events details and product investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (23jun2020): new information reported from product quality complaints included: updated investigation results (expedite trend).

Event description:
Event verbatim [preferred term] burned her/ burnt a hole through her hip/ I have all these marks, one of the marks was terrible and very painful it looks like bullethole [thermal burn], third degree burn [burns third degree] , narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ap1284, at1284, expiration date jan2022, via an unspecified route of administration from an unspecified date for sore back. The patient medical history and concomitant medications were not reported. The patient stated she had a little hole in her hip from the thermacare product. She had a picture, she had been wearing thermacare for a long time, the back pain one. It never hurt before but when she took it off she had all these marks, one of the marks was terrible and very painful it looked like bullethole this was due to her wearing your thermacare. The patient reported a thermacare heatwrap advanced back pain therapy wrap burned her. She had used thermacare products forever because they were so great for a sore back. This 1 wrap that burned her was a whole different story. She never felt it burning or anything until she took the wrap off. She had about 6 burn marks from all the heating things in the wrap; but 1 burn mark was terrible: burnt a hole through her hip. She had been putting antibiotic ointment on it but the burn did not want to heal and it is burning. She did not sleep in the wrap that burned her, did not do any of the things you are not supposed to do with the wrap. Upon follow-up on (B)(6) 2020, it was reported that she wanted compensation for third degree burn and suffering. Third degree burn is still unhealthy and she has a picture of the burn. The action taken in response to the events was unknown. The outcome of the events was not recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2020: new information reported from a contactable consumer includes: reaction data (added event 'third degree burn')., comment: based on the information provided, the event of "thermal burn" and burns third degree as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the events cannot be ruled out.

Manufacturer narrative:
Document review summary: batch ap1284 is the only batch within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were two attribute defects recorded for this lot on (B)(6) 2019 for product did not meet design intent; bond #2 was cleaned and the glue head was cleaned with wax, brushed, and purged; there was one attribute defect recorded on (B)(6) 2019 for a dead cell; pump b1 was changed and calibrated to resolve the issue. There were no variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c). This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures above the upper specification limit of 41.6°c. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the a trend does not exist for this batch. Sixth complaint for the sub class adverse event/serious/unknown received at the (name provided) site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified for the lot and subclass. On the basis of this evaluation, a trend does not exist for this batch. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused "burn does not want to heal and it is burning". The cause of the consumer stating the wraps were causing burn that does not want to heal and it is burning is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received.

Event description:
Event verbatim [preferred term], burned her/ burnt a hole through her hip/ I have all these marks, one of the marks was terrible and very painful it looks like bullethole/burn is to her hip and it is bad [thermal burn], third degree burn/3rd degree burn that she got from using thermacare [burns third degree], narrative: this is a spontaneous report from a contactable consumer (patient). A 72-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ap1284, at1284, expiration date jan2022, from an unspecified date for sore back. The patient medical history and concomitant medications were not reported. The patient stated she had a little hole in her hip from the thermacare product. She had a picture, she had been wearing thermacare for a long time, the back pain one. It never hurt before but when she took it off she had all these marks, one of the marks was terrible and very painful it looked like bullethole this was due to her wearing your thermacare. The patient reported a thermacare heatwrap advanced back pain therapy wrap burned her. She had used thermacare products forever because they were so great for a sore back. This 1 wrap that burned her was a whole different story. She never felt it burning or anything until she took the wrap off. She had about 6 burn marks from all the heating things in the wrap; but 1 burn mark was terrible: burnt a hole through her hip. She had been putting antibiotic ointment on it but the burn did not want to heal and it is burning. She did not sleep in the wrap that burned her, did not do any of the things you are not supposed to do with the wrap. Upon follow-up on (B)(6) 2020, it was reported that she wanted compensation for third degree burn and suffering. Third degree burn is still unhealthy and she has a picture of the burn. Upon follow-up on (B)(6) 2020, the consumer referenced the 3rd degree burn that she got from using thermacare heatwrap and also stated the burn is to her hip and it is bad. The action taken in response to the events was unknown. The outcome of the events was not recovered. Product investigation results were as follows: document review summary: batch ap1284 is the only batch within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were two attribute defects recorded for this lot on (B)(6) 2019 for product did not meet design intent; bond #2 was cleaned and the glue head was cleaned with wax, brushed, and purged; there was one attribute defect recorded on (B)(6) 2019 for a dead cell; pump b1 was changed and calibrated to resolve the issue. There were no variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6°c - 41.6°c). This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures above the upper specification limit of 41.6°c. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the a trend does not exist for this batch. Sixth complaint for the sub class adverse event/serious/unknown received at the (name provided) site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified for the lot and subclass. On the basis of this evaluation, a trend does not exist for this batch. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused "burn does not want to heal and it is burning". The cause of the consumer stating the wraps were causing burn that does not want to heal and it is burning is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received. Follow-up (20apr2020): new information reported from a contactable consumer includes: reaction data (added event 'third degree burn'). Follow-up (29apr2020): follow-up attempts completed. No further information expected. Follow-up (28may2020): new information reported from a contactable consumer and product investigation group includes: patient information (added patient's age), events details and product investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "thermal burn" and burns third degree as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the events cannot be ruled out.